Event description:
Same case as MDR ID 2134265-2013-08891. It was reported that a guide wire was broken. A 1.50mm rotalink plus and an unspecified rotawire guide wire was selected for the procedure. During preparation, the burr was tracked over the guide wire for the platforming test outside the patient. The rotation speed was set at 230,000 revolution/min. It was noted that the guide wire was broken during the testing. A different device and guide wire were used to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture... Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).